Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient's lead was exhibiting oversensing and the device was exhibiting a sensing issue and potential double counting. The device and lead remain in use. No patient complications have been reported as a result of this event.